Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in colombia reported via a fisher & paykel healthcare (f&p) field representative that a rt202 adult inspiratory heated breathing circuit was found cracked. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rt202 adult inspiratory heated breathing circuit was not returned to f&p for evaluation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the customer reported that a rt202 adult inspiratory heated breathing circuit was found cracked. Conclusion: without the complaint device, we are unable to confirm the cause of the reported event. All rt202 adult inspiratory heated breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt202 adult inspiratory heated breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Visually inspect breathing sets for damage before use and replace if damaged."

Event description:
A disitributor in colombia reported via a fisher & paykel healthcare (f&p) field representative that a rt202 adult inspiratory heated breathing circuit was found cracked. There was no reported patient involvement.